Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eight months after device and tachy lead were implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the distal conductor and there was cosmetic environmental stress cracking of the outer insulation.